Manufacturer narrative:
The initial MDR 2517506-2017-00138 was filed on february 7, 2017. Additional information (03/21/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. The hsc specialist stated that the initial and repeat results were processed from the same aliquot well. Upon the hsc specialist's recommendations, the customer followed the proper pre-analytical handling procedure. The cause of the discordant, falsely depressed ecrea results on a patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site and performed a total service visit. The cse replaced the reagent probe 1 (r1) and ran service method testing (smt), which passed. The cse cleaned and lubricated the aliquot probe vertical lead screw and ran several level sense tests for the aliquot probe. The cse replaced integrated multisensor technology (imt) tubing and aligned imt sensor. The cse performed dilution check (dilcheck), which passed. The cse ran qc, which were within range. The cause of discordant, falsely depressed ecrea results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed urine enzymatic creatinine (ecrea) results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). A new sample was collected from the patient and tested on the same instrument and on an alternate dimension vista 1500 instrument, resulting higher. The corrected result obtained on the original dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecrea results.